Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have fit issues and upper right teeth are slow to align. Requested photos and video from patient. Patient provided requested information and confirmed unplanned tipping of tooth #9. Patient to start 2 week rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.